Event description:
On (B) (6) 2008, the pt reported that he pulled the insulin cartridge from the infusion device and the plunger became stuck to the piston rod resulting in 315 units of insulin spilling in the cartridge compartment. He was educated on the proper procedure for removing the insulin cartridge from the infusion device. He switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.